Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found as received, a complete lead was returned in one piece with the helix partially extended, stretched and clogged with blood/tissue. Final analysis found two external abrasions at 25.0 cm to 26.9 cm and 28.1 cm to 28.3 cm from the distal tip breaching the outer insulation exposing the outer coil distal to the suture sleeve tie down impression consistent with friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.